Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The hemopro 2 and cannula (not complaint related) were returned to the factory for evaluation. The complaint piece (btt) was not returned. A visual inspection did not identify any issues with the hemopro2 and cannula. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 co2 would not fill the cavity, the pa realized the btt was not following. A replacement device was used to complete the procedure. The prod is returning.